Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. As a result, the patient had the device explanted on (B)(6) 2017. Originally, it could not be determined if the complaint device was a mentor product, and the complaint was assessed as not MDR reportable as a result. However, on 2/1/2018, the catalog and lot numbers of the returned device were received, confirming that the device was manufactured by mentor. As a result, the awareness date reportability of this event is (B)(4) 2018.

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.2 cm within a crease on the posterior aspect. Additionally, another crease was observed on the anterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. At this point, it is not possible to determine the origin of the brown material. The device history record (DHR) of lot number 270361 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).